Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, one of the device's batteries was found melted inside the unit. Complainant indicated that there was no pt involvement in the reported malfunction.